Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller elected to change the cartridge and infusion set and was able to resume insulin successfully without requiring further assistance.